Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap umbilical hernia repair, the surgeon removed the 5mm scope from opposite side of surgical table. As the scope was being removed a large pop sound occurred and then blue rubber valve and white plastic hub landed on floor while remaining cannula remained in trocar site. All parts were collected and are now secure for shipping. There was no patient injury.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one photo and one versaport bladeless optical 5mm trocar with fixation cannula opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a lap hernia repair procedure the seal disengaged, trocar was damaged and component disengaged. Visual examination of the trocar assembly revealed the white top was disengaged. The photo depicts the udfi and lot number. The condition of the instrument precludes functional testing. Visual inspection of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged circular seal and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the observed damage may occur if a device is forced through the seal causing the seal to disengage during clinical application. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.